Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on available information and without the device to analyze, the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 30-25mm amplatzer talisman pfo occluder was selected for implant using a 9f amplatzer talisman delivery sheath. During implant the right disc of the occluder took on a cup shape. The physician was able to conform the occluder back to its original shape by applying pressure. The occluder was implanted. There were no interactions with cardiac structures. There were no angulations or kinks noted on the delivery sheath. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays in the procedure. There were no adverse effects to the patient. The patient status was stable.